Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 40 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 40 mg/dl. A "lo" display message indicates a reading less than 40 mg/dl. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of "lo" (less than 20 mg/dl), 228 mg/dl, 232 mg/dl and 218 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on reader. No issues were identified. Reader powered on with button press. Control solution testing was performed and no new issues were observed. All results were within range specification. No product deficiency was identified.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre sensor. Customer reported receiving readings of "lo" (less than 20 mg/dl), 228 mg/dl, 232 mg/dl and 218 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.